Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery and that she resolved the issue by changing the infusion set and reservoir. The patient also mentioned that her blood glucose has been going up into the 400 mg/dl and 500 mg/dl range. The patient treated by changing the infusion set and resuming insulin pump therapy. The customer has also been consulting her health care provider in regards to removing air from her reservoir properly. No products were returned or replaced.